Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient observed no power on the transmitter. It was noted that burn marks were observed on the transmitters power adapter. The transmitter with adapter was exchanged. There were no patient consequences.